Event description:
Reported due to stroke. Pt experienced slurred speech following post-dilatation on 03/27/06. By the time of emboshield removal, the pt had expressive aphasia and right sided weakness. CT scan showed loss of left mca distribution (stroke). Pre-procedure nih was 0. Percent diameter stenosis was 90%. Target lesion characteristic - calcified. Emboshield was successfully deployed. Balloon dilatation was performed before placement of the xact carotid stent. The xact stent was successfully positioned and deployed. Pt remained in hosp.